Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred because the patient was not reflecting on the station. A technical support specialist found an error in the applier logs; the station database for the patient did not have any rows that the server had for the patient. The technical support specialist performed a full synchronization on the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue where the patient was not reflecting in the station but was populating in the server. The customer reported that there was no medication delay since the user managed to get the medicines from another station. There were no adverse events or injuries reported as a result of this event.